Manufacturer narrative:
Additional data: e1 - email the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as sufficient information was not available to enable further investigation or vigilance. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : single use device discarded.

Event description:
The customer reported an unknown quantity of false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Per the customer, confirmation testing via pcr (platform unknown), another ID now instrument or lamp method was performed, and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device discarded.

Event description:
The customer reported an unknown quantity of false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Per the customer, confirmation testing via pcr (platform unknown), another ID now instrument or lamp method was performed, and generated a negative result. No additional patient information, including treatment and outcome, was provided.